Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Death and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age noted to be in their 50's. Date of event is estimated. Concomitant medical products: stent: 4 xience xpeditions - rca: 2.25 x 28 mm, 3.0 x 18 mm; lcx: 2.25 x 28 mm; 2.75 x 12 mm. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that five xience xpeditions were implanted; 3 in a heavily calcified right coronary artery (rca) and 2 in a heavily calcified circumflex (cx) artery. Restenosis was observed, thus, coronary artery bypass graft (CABG) surgery was performed. However the patient did not recuperate and died. The physician stated, with hindsight, the calcification should have been removed/burred before deploying the xience xpedition stents. The patient died as of (B)(6) 2016; however, this is not the actual date of death. No additional information was provided.